Event description:
It was reported that a patient underwent an unknown plif procedure. The first cage was implanted and position checked. The second cage was implanted. When the surgeon checked the position of the second cage, it was discovered that the second cage had pushed the first cage anteriorly, outside the vertebral body. The patient had to undergo a second surgery with anterior access in order to remove the displaced cages. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Imaging studies show lateral intraoperative fluoroscopy views of plif at l4-l5. Screws are apparent at both levels. Rods are not yet in position. Adsu beckman retractor noted posteriorly. First film taken at 13:26:10 shows grade 2 spondy with initial interbody device tip to anterior annulus (to far forward). Second film taken at 13:31:35 shows second interbody device has pushed first device out of disc space anteriorly.